Event description:
Healthcare professional reported right side rupture diagnosed by MRI as well as "silicone-infiltrated fibrous capsular contracture" baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: capsular contracture baker grade iii and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken assessed, as an unidentified (tear) opening (shell thickness within spec). And missing shell observed assessed, as inconclusive. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, rupture. As well as,"silicone-infiltrated fibrous/ capsular contracture", baker grade iii. The device has been explanted. This record relates to the right side.